Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 29 mg/dl at the time of one of the incidents. The customer fell down the stairs about a month earlier and has been having lows ever since. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incidents. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The customer was not disconnected during the prime sequence. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify over delivery anomaly due to a33 alarm.